Event description:
(B)(4). Reason for original complaint ¿ patient was revised to address hip pain. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip). Update (B)(4) 2011 - litigation papers received. They allege patient had high concentrations of metallic elements in her blood. There is no new additional information that would affect the investigation. Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a grossly loose acetabular cup, wear and discoloration of the taper, a small amount of cloudy fluid, a significant corrosion of the stem. The femoral stem and femoral sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.